Event description:
Boston scientific received information that this device exhibited premature battery depletion. Additionally, the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms and loss of capture at 3.5 volts. A radiograph revealed no signs of lead damage. During the revision procedure, the connections were verified to be appropriate and not damage to the terminal end of the lead was noted. The device was explanted and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed two arc marks on the device case edge near the header port openings. Lead seal witness marks indicate that the right ventricular and positive defibrillation leads were not fully inserted but were inserted far enough for the setscrews to make contact with the lead tip. The end of life (eol) status of the device was due to a charge time-out which was the result of shorted lead damage. Two shorted lead faults were recorded. Manual impedance measurement testing revealed the measurements were appropriate and rv pacing pulses were confirmed to be present.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.